Event description:
A caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a bolus, which completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.